Event description:
Device 2 of 2. Ref MFR report 1627487-2013-18359. It was reported the pt was admitted to the hospital for fever. The pt's trial leads were subsequently removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.